Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0308003, medical device expiration date: 2021-07-31, device manufacture date: 2020-11-03. Medical device lot #: 0196911, medical device expiration date: 2021-04-30, device manufacture date: 2020-07-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes fill above the maximum fill mark." No further information available at this time.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes fill above the maximum fill mark." No further information available at this time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. H3 other text : see h.10.